Manufacturer narrative:
Additional concomitant medical products: product ID: 8780, (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: catheter; product ID: 8780, (B)(4), ubd: (B)(6) 2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal unknown baclofen 500 mcg/ml (dose 82.9mcg/day) via an implanted pump. Indications for use were listed as intractable spasticity and cerebral palsy. Other medications the patient was taking at the time of the event and medical history were not reported. The patient was recently implanted with a new pump and catheter and had been receiving intrathecal (it) baclofen along with his previous oral baclofen. Since the implant the patient had increased tone despite a dosing increase on (B)(6) 2016. The change in symptoms/therapy was gradual. The event date was (B)(6) 2016. Checking the pump logs and considering a catheter access port (cap) dye study and or dosing was discussed. The type of baclofen and lot number, other medications the patient was taking at the time of the event, medical history, the cause of the event, diagnostics/troubleshooting performed with results, actions/intervention taken to resolve the event, and patient outcome were not reported. Additional information was received from a healthcare provider (hcp). It was reported that following the pump's placement, the pump dose was increased by 10 percent on (B)(6) 2016 to 82.9 mcg. Increase tone was noted on (B)(6) 2016 and was worse until (B)(6) 2016. Diagnostics included pump interrogation. As a result of the event, thepump was increased another 10 percent on (B)(6) 2016 to 91.07 mcg. The patient was much better and back to their baseline by (B)(6) 2016. The cause of the increase tone was not determined but had been resolved. Other medications the patient was taking at the time of the event included the following: clonazepam 0.125 mg twice a day for dystonia and spasms, acetaminophen 650 mg every 6 hours as needed for pain and for fevers over 100.5 degrees, bisacodyl 5mg every 2 days as needed for constipation, a multivitamin with minerals daily as a supplement, polyetheyene glycol 3350 powder 17 grams daily for constipation, docusate sodium 100mg daily for constipation, vitamin d3 1000 intl unit tab once daily for a vitamin d deficiency, benzoyl peroxide 10% gel twice a day at 0600 and 2000 for acne, cetirizine 10mg every night at bedtime, baclofen 15 mg three times per day at 0600, 1200 and 2000 for tone and spasticity, fluoxetine 20 mg daily for anxiety, diphenhydramine 25 mg every six hours as needed for a rash and as needed for itching for a rash, hydrocortisone 1% cream three times per day for a rash on the patient's arms. Additional information was received from a healthcare provider (hcp). It was reported the patient's initial dose at implant had been 75 mcg per day but as previously reported their tone had continued. As far as diagnostics that occurred due to the increased tone, the patient's pump had been interrogated, and they were examined by additional health care providers as well as a device manufacturer representative (rep). Then, as reported, the patient's itb (intrathecal baclofen) dose was increased by 10 percent on (B)(6) 2016 and then another 10 percent on (B)(6) 2016 with effect. As far as actions/interventions, it was indicated the itb titration of increasing the pump dose was ongoing with input from pt (physical therapy), ot (occupational therapy) and rehabilitation staff. As far as cause of the increased dose, it was noted the patient had constipation, urinary retention and pain ruled out. The etiology remained unclear but that the titration as reported was effective. The increased tone was improving. The hcp noted they needed to continue to gradually increase the dose and work with the patient to accept increased doses. The fluoxetine the patient was also taking at the time of the event had been increased from 10mg to 20mg on (B)(6) 2016. Additional history was provided. The patient had been born to a (B)(6) who experienced uterine rupture during induction. The patient was in the nicu (neonatal intensive care unit) for 9 days and had seizures. They then went home in stable condition diagnosed with cp (cerebral palsy) with dystonia and spastic quadriplegia. Additional information was received from the healthcare provider (hcp) via a device manufacturer representative indicated that due to the patient's high spasticity the hcp performed an x-ray of the catheter. It was reported that the catheter was not in the intrathecal space but was very low at t11. The caller stated that the patient was weaned from 1000 mcg/day of baclofen to 100 mcg/day in anticipated of explanting the system. During surgery it was noted that the hcp was unable to get any cerebrospinal fluid back from the catheter; the entire infusion system was replaced on (B)(6) 2019. No further complications have been reported.